Event description:
It was reported that the user experienced nighttime low glucose values while using the ilet and requested assistance adjusting glucose targets; the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included transient low glucose without hospitalization. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed no device malfunction reported, and no device component issue identified, with contributing factors undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.